Event description:
Per the clinic, the patient experienced an infection (specific date not reported) and was treated with oral and topical antibiotics (duration not reported).

Event description:
Per the clinic, the patient experienced an infection (specific date not reported) resulting in the decision to explant the device. The device was explanted on june 28, 2021. There are no plans to reimplant the patient with a new device as of the date of this report.